Manufacturer narrative:
A steris service technician inspected the amsco 7053hp washer/disinfector and found that water had leaked from the air filter. No issues were noted with the function or operation of the washer. No repairs or adjustments were required. The technician stated that the facility's air compressor failed and pumped water through the air supply line to the unit subsequently causing water to leak out of the washer's air filter. The user facility is responsible for the air compressor and made necessary repairs to the equipment; the air compressor was returned to service. The steris service technician confirmed the amsco 7053hp washer/disinfector was operating properly and returned the unit to service. A complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 7053hp washer/disinfector onto the floor. No report of injury.